Manufacturer narrative:
Section d9, h4 and h6 were updated. Section h10: the real intelligence robotic drill rob10013, sn503789, used during surgery, was returned for evaluation. The reported issue could not be visually confirmed. It was discovered that the nosepiece wave spring is tangled. It seems to have been hooked between the drill attachment and drill which caused the wave spring to become damaged. A functional evaluation was performed and the reported scenario that the drill slowed down until it stops can be confirmed. A kpc test was performed, and the handpiece failed the speed test. The handpiece was disassembled, and it was found that the rear carriage shaft bearing had disintegrated, which prevented the bur from spinning. The exposure motor was tested and found to be responsive. It was also determined that there was fluid ingress into the carriage. The shaft bearings were replaced, and the drill passed a kpc test and a test case with no issues. The most likely cause for this event is due to a damaged bearing from liquid ingress. As no other defects were observed during disassembly of the drill, such as in the seals and gaskets, the liquid ingress may have been a result of improper handling during cleaning and sterilization activities. The deformed wave spring does not lead to the reported problem and has not affected the product's functionality; the damage may have occurred after the reported event during disassembly of the drill attachment by the user. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A complaint history review was performed by part number and similar complaints were identified. A review by serial was performed and no similar complaints were identified. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted ukr surgery, starting the surgery, after a few seconds of milling, the drill started to slow down until stopped completely. The procedure was performed, after a non-significant delay, using manual technique. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.